Event description:
The pt underwent a synchromed pump and catheter implantation in 2001 for intrathecal infusion of baclofen for intractable spasticity related to multiple sclerosis. The hcp reported the pt had experienced postoperative headache, nausea and vomitting. The hcp reported removal of 330cc air from the pump pocket and 30 cc of air from the lumbar region. The hcp returned a sample of the air to the pump MFR on 06/2001. The hcp measured the pressure inside the pump reservoir, 155mm/hg which was as predicted, within normal limits. The hcp planned to explant the pump and return the pump to the MFR for analysis. A follow up report will be sent when the pump is returned and analyzed by the MFR.